Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as the complaint was found to be a duplicate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
The bard representative liaised with bard marketing as they determined an error on the outer foley label tray. It stated leg bag in the description rather than bed bag. Labelling department has reviewed and determined there are 6 labels that appear to be affected. Pk7635631 tr23652l12 5 units variable case label - (B)(6). Pk7635632 tr23652l14 5 units variable case label - (B)(6). Pk7635633 tr23652l16 5 units variable case label - (B)(6). Pk7635637 tr23692l12 5 units variable case label - (B)(6). Pk7635638 tr23692l14 5 units variable case label - (B)(6). Pk7635639 tr23692l16 5 units variable case label - (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The bard representative liaised with bard marketing as they determined an error on the outer foley label tray. It stated leg bag in the description rather than bed bag. Labelling department has reviewed and determined there are 6 labels that appear to be affected. (B)(4), catalog # tr23652l12, 5 units variable case label - (B)(6). (B)(4), catalog # tr23652l14, 5 units variable case label - (B)(6). (B)(4), catalog # tr23652l16, 5 units variable case label - (B)(6). (B)(4), catalog # tr23692l12, 5 units variable case label - (B)(6). (B)(4), catalog # tr23692l14, 5 units variable case label - (B)(6). (B)(4), catalog # tr23692l16, 5 units variable case label - (B)(6).